Event description:
Rn attempted to place a 20g IV in patient. Rn pulled the needle out and when attempting to remove the retracted needle from the hub it would not release. A second rn was called to attempt to remove retracted needle from hub but rns became concerned for needle stick. IV removed from the patient and a new IV was placed without difficultly. No harm to patient other than patient underwent an additinal IV stick/start. After IV removed from the patient the rn was able to disconnect needle from hub with great force. Packaging was not saved.